Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #:305180 batch#:4178025 verbatim: rcc received a complaint via email. Email(s) attached. I would like to report a complaint related to excessive coring with bd blunt fill needles (ref 305180) with lot number 4178025 when drawing up propofol. Please reference this report with another incident report # (B)(4). 1. Please provide the date of event. ¿ coring occurred multiple times on dec 17th (at least 5 times), also occurred on a few occasions last week ¿ don¿t have exact dates 2. Please share the captured photo of the event if available 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. ¿ no pt harm ¿ propofol syringes were discarded. Wastage of medication.

Manufacturer narrative:
(B)(4). Follow up. It was reported there was excessive coring. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.